Event description:
While performing onsite service for the device, a philips field service engineer discovered that the unit was experiencing a power related error during operational testing. There was no reported patient involvement/adverse patient impact.